Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Initial evaluation of the device confirmed occurrences of the reported sf131. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Investigation is pending.

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Visual inspection of the inside of the device revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).